Event description:
It was reported that the device is broken. There was unknown patient involvement.

Manufacturer narrative:
E1: phone (B)(6). B3, g4: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. A review of the event history log found 'high alarm silenced: downstream occlusion' alarms. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.